Event description:
Keeps freezing over. Fs log# (B)(4). Demo ultra freeze dm900076 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation: x-review DHR : x-inspect returned samples . *analysis and findings: (B)(4). Distribution history: the complaint product was manufactured at csi on 28-may-2019 under work order (B)(4) and sold on 26-sep-2019. Manufacturing record review: DHR-270765 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 17-aug-2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint product was functionally evaluated and found not to function properly. The bottle lost vacuum which caused the loss of liquid nitrogen. The bottles for this unit are off the shelf thermos constructed with stainless steel and used for liquids of different temperatures. These bottles are subjected to repeated extreme change in temperature related to the use of liquid nitrogen. Root cause: while no definitive root cause could be reliably determined, the potential cause may be normal wear and tear. Based on the complaint description the bottle's sealed vacuum may have been compromised which would be consistent with the bottle freezing up. *correction and/or corrective action the complaint unit was repaired and returned to the customer. The bottle was replaced. The unit was tested and found acceptable. Coopersurgical will continue to trend this complaint condition. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Keeps freezing over. Fs log# (B)(4). Demo ultra freeze dm900076 (B)(4).